Event description:
In 2006 the lay patient contacted lifescan alleging that his one touch ultra meter would not turn on. On march 2, 2006 the medical affairs specialist (mas) spoke with the patient to obtain/verify the following information: the patient had been able to obtain a result on the meter for one week because the meter would not power on. He started to have a headache adn went to the re. He did not recall the specific result obtained in the ER; however, he said it was "high". He was treated with insuin (rather than glucose as previously recorded) in the ER; he did not know the insulin type or dose. The patient confirmed that he takes diabetes medication daily; however, he declined to give more detail regarding his diabetes regimen. The customer service agent (csa) confirmed thatthe meter battery was less than 1 year old, was in good condition, and was properly installed. The battery contacts were in good condition. The csa walked the patient through pressing the power button and inserting a test strip all the way into the test strip port; the meter did not turn on with either attempt. The meter, strips, and control solution were replaced. The complaint is reported as an adverse event because the patient developed hyperglycemia while he was unable to test.